Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. Eighteen (18) days post index procedure, the patient was admitted to the hospital with a cerebral vascular accident (cva). No further information was reported.